Event description:
It was reported that a spectrum iq infusion pump did not deliver drugs and alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "doesn't feed drugs" was not reproduced. Evaluation sent the device to the flow lines for flow testing at a rate of 40 ml/hr for 60 minutes at a volume to be infused of 40 ml and the device came back with results of 40.232 ml given and an error percentage of (B)(4). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During functional testing, the customer reported problem of "downhill occlusion" was not reproduced. The device was tested for downstream occlusion detection with passing results. A review of event history log revealed occurrences of downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor and the downstream tubing guide to be a bit loose. The downstream tubing guide requires replacement and the force sensor no tube and force sensor factor require calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.